Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion in the mid lad was crossed with a guidewire and predilated with an unknown size balloon. The physician then placed a second wire for extra support. The taxus express2 3.0x32mm drug eluting stent was inserted but would not cross the lesion. The second wire entangled with the stent causing the stent to meet resistance. The stent broke on removal.